Event description:
It was reported, targeted device cracked. No adverse consequences reported.

Manufacturer narrative:
Add'l info has been requested. Once the investigation has been completed, any add'l info will be reported in a supplemental report.